Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back from the device rubbing and had caused open wounds. The patient reported the wounds bled and he developed an infection. The patient was provided with a cream from a physician. Patient reported that he has discontinued use of the device and that the irritation has completely healed.